Manufacturer narrative:
Analysis identified that the flashcard's database was empty. Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the dell handheld's screen becomes frozen. Troubleshooting initially resolved the problem. The screen became frozen again and subsequent troubleshooting has failed to resolve the problem, indicating a possible software malfunction. The handheld and software were returned for product analysis. Analysis of the returned software found that the database was found to be empty. No anomalies were found in the product analysis of the dell handheld computer.